Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Based on the procedures by which this device is tested prior to release, specific to revealing an aneurysm, it was concluded this most likely occurred subsequent to the opening of the device packaging. In addition, this most likely occurred as the result of overinflation and/or excessive manipulation during the attempt to correct the observed penile curvature. This device is capable of generating pressure sufficient to aneuryze an unrestricted bladder. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Two ncs were identified as associated with this lot number; however, the failure being reported in the complaint (aneurysm failure mode) is not related to the issue identified in the nc.

Event description:
According to the available information the doctor implanted 16cm narrow cylinders with 2cm rear tip extenders in a patient that had peyronie's disease with a curvature of 45 degrees. Manual modeling was performed for 90 seconds. Doctor noticed a bubble herniation (aneurysm) on the cylinder formed on the proximal end near the clear tip. The cylinder was removed and replaced with 18cm narrow cylinders. Manual modeling was performed again and after 90 seconds, doctor noticed a similar bubble herniation (aneurysm) on the 18cm narrow cylinders at the proximal end near the clear tip. The cylinder was removed and replaced with 18cm standard cylinders. These were successfully implanted. Manual molding was attempted with no success. The doctor proceeded to perform a plication procedure. The case was completed following plication procedure with no further problems. This report captures the 16cm narrow cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. Two non-conforming reports (nc) were identified as associated with this lot number; however, the failure being reported in the complaint (aneurysm failure mode) is not related to the issue identified in the ncs. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device with reported issue referenced in b5 is captured under a separate medwatch report.

Event description:
According to the available information the doctor implanted 16cm narrow cylinders with 2cm rear tip extenders in a patient that had peyronie's disease with a curvature of 45 degrees. Manual modeling was performed for 90 seconds. Doctor noticed a bubble herniation (aneurysm) on the cylinder formed on the proximal end near the clear tip. The cylinder was removed and replaced with 18cm narrow cylinders. Manual modeling was performed again and after 90 seconds, doctor noticed a similar bubble herniation (aneurysm) on the 18cm narrow cylinders at the proximal end near the clear tip. The cylinder was removed and replaced with 18cm standard cylinders. These were successfully implanted. Manual molding was attempted with no success. The doctor proceeded to perform a plication procedure. The case was completed following plication procedure with no further problems. This report captures the 16cm narrow cylinders.